Manufacturer narrative:
Qn#: (B)(4). The customer returned one endurance catheter assembly for evaluation. The device contained significant signs of use in the form of biological material. The total length of the catheter body measured to be 65 mm which is consistent with the nominal specification of 65 mm per product drawing s-00620-001b rev. 02. The outer diameter of the catheter body measured to be 0.0435" which is within specifications of 0.041" -0.045" per product drawing eb-00620-001b rev. 02. The ID of the catheter body could not be measured due to the damage observed. The catheter was initially flushed to ensure no blockages were present. The distal tip was then clamped and the catheter was pressurized using a lab inventory syringe. A leak was detected in the catheter body near the juncture hub. The catheter body was microscopically examined. A large slit was found in the catheter near the juncture hub. The slit was in creased material, indicating the catheter was kinked and eventually caused a hole to form. Catheter and catheter body product drawings (s-00620-001b rev. 02, eb-00620-001b rev. 02) were reviewed as part of this complaint investigation. The IFU provided with this kit cautions the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of an endurance leak was confirmed by complaint investigation of the returned sample. The endurance catheter body contained one hole near the juncture hub. The damage was consistent with inadvertent kinking near the catheter hub. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: catheter removed from patient due to fluid leaking. After removal the customer noticed the catheter had a hole in it. No patient harm reported. The patient's condition is reported as fine.